Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a gastric bypass procedure on (B)(6) 2017 and an implantable suture clip was used. During the procedure, the clip did not hold. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). The analysis results confirmed that one mic4036 cartridge was received with no apparent damage. The cartridge was tested for functionality with test device. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended over suture. The clips were form as intended and conforming to our manufacturing requirements.